Event description:
Facility reported possible overinfusion on adult, age unknown. Insulin drip infusing (concentration unknown) at 3 units/hr. Blood glucose at midnight was 115. Blood glucose at 2 a.m. Was 37, so nurse questioned if a significant volume of fluid had infused. No details available about how much appeared to be gone out of bag. Reported it took 3 hours and 3 amps of d50w to stabilize the low blood glucose. Unknown if this was due to an overinfusion or to the patient's own response to the insulin at rate programmed. Review of device log showed the insulin infusion was started in 2007. Over the next ten days, the rate varied from 0.5 ml/hr to 4 ml/hr. There were also periods when the insulin infusion was stopped via operator key press. Rate was increased from 1.5 to 3ml/hr at 22:47 nine days later, remained unchanged during the reported event time of 12 am to 2 am on the following day and was decreased to 1.5 ml/hr at 2:56. Pump module was removed from pcu at 3:32. No programming errors were noted. The device was received with the service seal broken. Prior to testing, the pump was x-rayed using the standard service process. No anomalies with spring assembly or placement were noted. Rate accuracy tests at 1, 1.5 and 3 ml/hr were performed and all results were within specifications. The pump was opened and visually inspected. Some dried residue was present around the case, but no dried residue was observed on the circuit boards or the air in line assembly.

Manufacturer narrative:
Manufacturer's report date: 1/2/2008. Conclusion: the reported complaint of an over infusion condition could not be confirmed. The internal and external inspections of the device found no functional issues that could affect infusion accuracy. Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer.